Event description:
It was reported that the patient heard a "beep" the day before and today in the morning at 9:00 am, 9:02 am, and 9:04 am. The patient also reports that, from the feeling under his skin, he thinks the device and connector have separated. He also said he is sore under the left armpit and that he had the device checked the previous day and was told "all is ok". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.